Event description:
Pt re-tore acl playing football while wearing the brace. Pt and medical practitioner are not claiming the brace failed or caused the injury.

Manufacturer narrative:
Evaluation summary: no ligament brace is purported to prevent acl injury. The ml stability of this brace is compromised somewhat from wear. The date code on the hinge appears to read january 2006. The wear of this brace is within expected and acceptable limits and would in no way be attributed to acl tear.